Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer called to report that the sureform 60 kept freezing on them when installed on universal surgical manipulator (usm) 1. Customer tried reseating and replacing the drape and replaced the instrument but issue persisted. Tse advised trying another usm or a power cycle when customer stated that they hadn't replaced the drape. Customer replaced the drape and issue persisted, at the time the customer power cycled and tried a fourth sureform in usm 1 where it failed once again. At this time surgeon finally opted to move sureform to usm 3 where it fired normally. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expect. The usm was then installed onto a patient side cart fixture test platform (pftp) where the encoder linearization test failed on carriage instrument sterile adapter (isa). The complaint regarding the usm was not recognizing the stapler was confirmed by failure analysis. The probable root cause is attributed to the instrument sterile adapter (isa) on the usm.